Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified shunt vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.